Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gerd, osteoarthritis, degenerative joint disease, vertigo, gastroesophageal reflux disease, upper respiratory infection, urinary tract infection, dizziness, nausea, vomiting, osteoarthritis, umbilical hernia, dehydration, hypokalemia, hypertension, blood in stool, dysuria, fever, hematuria, shortness of breath and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included baclofen, bupropion, cetirizine hydrochloride (cetrizine), citalopram, diazepam, dicycloverin (dicyclomine), ibuprofen, lamotrigine, methylphenidate, omeprazole and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: episodic mood disorder, psychological or psychiatric problems condition: episodic mood disorder"), allergy to metals ("nickel allergy"), rash papular ("rashes or skin conditions type: red bumps all over my back") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced rash ("skin rash"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("abdominal pain lower") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, premenstrual dysphoric disorder, migraine, allergy to metals, rash papular, ovarian cyst, abdominal pain lower and back pain outcome was unknown, the rash, dysmenorrhoea and vaginal discharge had resolved and the mood altered and headache was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, premenstrual dysphoric disorder, rash, rash papular, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fibromyalgia. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received lot number was added. Event " abnormal bleeding (vaginal, menorrhagia), fibromyalgia, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue,ibs, pmdd, episodic mood disorder,migraines / headaches, nickel allergy, red bumps allover my back, ovarian cysts, vaginal discharge, lower abdomen pain, lower back pain" were added. Outcome of event " cramping, rash, vaginal discharge" were updated as recovered and headache, psychiatric problem" were updated as recovering. Reporter, product and patient information were added. Concomitant drug and medical history were added. Lab data added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure (batch no. B09701) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, gerd, osteoarthritis, degenerative joint disease, vertigo, gastroesophageal reflux disease, upper respiratory infection, urinary tract infection, dizziness, nausea, vomiting, osteoarthritis, umbilical hernia, dehydration, hypokalemia, hypertension, blood in stool, dysuria, fever, hematuria, shortness of breath and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: mirena. Concomitant products included baclofen, bupropion, cetirizine hydrochloride (cetrizine), citalopram, diazepam, dicycloverine (dicyclomine), ibuprofen, lamotrigine, methylphenidate, omeprazole and valaciclovir (valacyclovir). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("hormonal changes describe: episodic mood disorder, psychological or psychiatric problems condition: episodic mood disorder"), allergy to metals ("nickel allergy"), rash papular ("rashes or skin conditions type: red bumps all over my back") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced rash ("skin rash"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("abdominal pain lower") and back pain ("lower back pain"). The patient was treated with surgery ((B)(6) 2017 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth disorder, dyspareunia, fatigue, irritable bowel syndrome, premenstrual dysphoric disorder, migraine, allergy to metals, rash papular, ovarian cyst, abdominal pain lower and back pain outcome was unknown, the rash, dysmenorrhoea and vaginal discharge had resolved and the mood altered and headache was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, premenstrual dysphoric disorder, rash, rash papular, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery current weight 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.